Event description:
The customer obtained a non reproducible and higher than expected vitros tropi es results from a single patient sample processed on a vitros eci immunodiagnostic system. Vitros troponin I es result of 4 ng/ml vs. Result of <0.012 ng/ml. The higher than expected vitros tropi es result from the patient was reported to a clinician. The affiliate indicated that the patient received medical treatment following the result being reported, however no further information as to what treatment was performed was provided when requested. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There are no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros eci immunodiagnostic system. Root cause for the non-reproducible and higher than expected vtiros troponin I es result could not be determined. However, the possibility that unexpected vitros eci system performance or inappropriate pre-analytical sample processing had contributed to the result could not be ruled out. The investigation determined the customer's vitros troponin I es reagents were performing as expected following the review of acceptable quality control test results.